Event description:
Received report on patient with foley catheter in place after epidural placement. No difficulty with insertion but when primary rn (registered nurse) attempted to drain foley catheter from dependent drainage bag (not clear measured collection unit) the seal on the white side and clear side of the bag was fused and would not allow for drainage from drainage bag. Foley remained in place until delivery upon which time it was removed when patient began pushing. No harm to patient or baby as foley was in place for a short period of time. Reference number for bard surestep foley tray system 16f urine meter - a902916, lot # nghv3874, use by 2026-01-31. Foley catheter saved in biohazard bag with remaining packaging that was found in room.